Manufacturer narrative:
There was no donor involved in the incident. The pcbs were not returned to haemonetics, without physical sample provided for evaluation the root cause could not be determined.

Event description:
On september 15, 2019 haemonetics was notified of a burnt smell, and scorching found on the interconnect and dc pcb of a nexsys pcs system. Sparking had occurred during troubleshooting.